Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. The electrode array was left insitu to preserve the cochlea for future implantation.

Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the surgeon, the patient experienced an infection at the implant site in (B)(6) 2017 and was treated with oral and IV antibiotics for a period of 1 month. The wound abscess was also drained several times; however the issue could not be resolved. Subsequently, the device was explanted on(B)(6) 2017.